Event description:
The customer reported via phone call that they experienced high blood glucose which was 430 mg/dl and treated it with manual injection. Customer's current blood glucose was 387 mg/dl. Customer stated that they thought the sensor was not in auto mode. Customer declined to trouble shoot. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was not active. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.